Event description:
Info rec'd indicates that a pt tripped over the hand pendant cable on the bed, fell and broke there hip.

Manufacturer narrative:
Hill-rom contacted the account but no one at the account was aware of the reported event. Hill-rom will continue to f/u with the account and submit a supplemental report when add'l info is acquired.